Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. The actual date of implant is unknown, reported as "(B)(6) 2018"; therefore, we are using (B)(6) 2018 as implant date. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2018: the patient underwent surgery for an abdominal laparoscopy and repair of abdominal wall using "mesh from your bard company" performed by dr. (B)(6). Ni/ni/ni: the patient eventually had the device explanted. The patient "did not provide consent to sue the mesh medical product". The patient was "hospitalized 60-70 times after having the implant of an unknown hernia mesh, believed to be a bard product."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. The actual date of implant is unknown, reported as "(B)(6) 2018"; therefore, we are using (B)(6) 2018 as implant date. H11 addendum: this is an addendum to the initial emdr submitted on 07-nov-2018. This supplemental emdr was submitted to report the product name and date of implant provided in the legal claim. No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. Updated fields: b4, b5, d6 (date of implant), g1, g2, g4, g5, g7, h2, h6 and h10. Corrected fields: d1 (brand name), d4 (product catalog no.), h11. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2018: the patient underwent surgery for an abdominal laparoscopy and repair of abdominal wall using "mesh from your bard company" performed by dr. Carlos barba. Ni/ni/ni: the patient eventually had the device explanted. The patient "did not provide consent to sue the mesh medical product". The patient was "hospitalized 60-70 times after having the implant of an unknown hernia mesh, believed to be a bard product." Addendum: attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.